Event description:
The customer contact reported that the patient possibly received air while the device was in use. The tubing was being used to deliver an unspecified fluid at a rate of 7ml/hr via a peripheral IV site. The patient was receiving 31% oxygen via "mask CPAP" and a 4ml bolus of 10% dextrose in water was started. The patient became "inconsolable" and it was noted that the patient's right upper chest was pale with "pronounced deep purple mottling/blotchy like appearance" from the right clavicle to right diaphragm and from the midline right chest to right mid axillary area with clear demarcation. The patient's right fingers were white distal to the IV insertion site. "Within moments," it was reported the nurse noted the "whiteness extended proximally up to 2cm above the wrist with a white blanching steak extending toward the elbow." The IV site was discontinued and was restarted in the left arm. The right hand was "warm to touch" but remained white with no capillary refill time (crt). Within minutes of removing the IV from the right hand, the color began to return to the hand, "but the fingers became bluish/purple in color as the whiteness receded." At approximately 1800, the right hand was pink except for the distal portion of finger tips which remained blue and the chest "mottling" had resolved. It was reported that by 2011, the finger tips were pink with resolution of color and perfusion. No medical interventions were required. There were no adverse patient sequelae. There were no reports that air was noted in the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.